Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and that their infusion set was not adhering. The customer's blood glucose at the time of the event was 45 mg/dl. The customer treated with carbs. The customer states that the infusion set had come off earlier in the day and that they manually bolused after lunch, administering too much, resulting in the low blood glucose. The customer declined to troubleshoot. The device will not be returned for analysis.